Event description:
Lens tear caused corneal ulcer that forced source to tell pt to discontinue lens wear all together. Therefore please consider this a return for credit; lens 1 had not been refit at all; lens 2 was refit one time.